Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed that an astral device displayed error messages (sf101 and sf180) indicating an incorrect outlet pressure measurement and battery charger fault. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. Review of the device logs confirmed single occurrences of error messages (sf101 and sf180). Based on the evidence and previous investigations of similar complaints, the investigation determined that sf101 was due to a calibration issue and sf180 was triggered due to the battery being operated in conditions beyond the design specifications. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed error messages (sf101 and sf180) indicating an incorrect outlet pressure measurement and battery charger fault. There was no patient injury reported as a result of this incident.